Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was not evaluated as the customer canceled the repair; therefore, the issue was not confirmed. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event(s), where it was reported the cot height could not be adjusted. There was no patient involvement.